Event description:
Caller reports being unable to test customer's blood glucose on the advantage system while using expired test strips (it is not known if an error prevented the caller from obtaining a result). The customer was passed out during the incident; paramedics arrived and obtained blood glucose result of 80 mg/dl on professional device and customer was treated with glucose. The customer's symptoms improved. Requested return of suspect device and replacement was sent.